Event description:
The customer reported obtaining eleven (11) erroneously high modular creatinine (crem) results from the unicel dxc 800 synchron system. The customer indicated that the erroneous results were reported out of the laboratory. The customer reported replacing the crem reagent, repeated the patient samples, and obtained lower crem results which were considered correct. The customer amended the high crem results and there was no change or affect to patient treatment in connection with this event. The customer performed further troubleshooting by performing the 4-month maintenance procedure, and replaced the stir bar and new reagent bottle, but quality control (qc) results were still recovering high.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the reagent tricontinent syringe due to signs of leaking, replaced the bichromatic housing assembly noting that the light pipe face was etched, cleaned the cup, replaced the magnetic stirrer, and tightened the loose modular chemistry (mc) sample syringe. The fse verified the repairs as per established procedures and results met published specifications. Results: failure mode of the event is unknown; the fse performed multiple service tasks and replaced multiple hardware components to resolve the issue.